Event description:
It was reported, via user facility medwatch #: (B)(4), that during a cardiac catheterization treatment procedure, a guide wire tip fracture occurred. The patient presented with at-rest angina. The physician was attempting to pass this 300cm pt2 guide wire through a previously placed 50% restenosed unknown drug eluting stent located in the severely calcified and severely tortuous right coronary artery (rca). The vessel around the stent edge was kinked at the origin of the stent, overlapping the stent, and presented a shepherds crook shape. This pt2 guide wire was being used as a buddy wire. The physician experienced difficulty advancing the pt2 guide wire as it appeared to be entrapped at the proximal edge of the stent. When the guide wire was retracted, a 3 to 4mm section of the guide wire tip broke off. The physician assumes the tip's coating came off due to the wire being stuck on the stent. A guide catheter was placed for vacuum extraction of the fractured tip, however, during placement, the tip dislodged and was followed under fluoroscopic guidance into a sub fourth order side branch in the iliac system. Another manufacturers' sheath was loaded over another manufacturers' wire and placed in the left internal iliac artery. A 4f snare was deployed at the fractured wire tip, however, the tip migrated to a very small side branch where it lodged. It was felt to be a benign issue in this location. The physician determined that no further attempt to extract the fractured tip would be made due to its' "innocuous" location. There were no further complications. The patient was stable upon the completion of the catheterization and was transferred to the floor. The patient underwent surgery unrelated to this event for a bypass graft due to some residual angina in the rca. The patient was discharged 11 days later, resting comfortably with no shortness of breath.

Manufacturer narrative:
(B)(4). Evaluation of the returned catheter is in progress. A follow up report will be submitted upon completion of the evaluation process.other biosense webster products used in the procedure:stockert rf generator, catalog # s7001, (B)(4).cool flow pump, catalog # cfp002, (B)(4).carto xp system, catalog # m470001, (B)(4).

Event description:
It was reported that while ablating in the left ventricle on a vt case, there was a perforation. There were no issues reported with biosense webster products during the procedure. A pericardiocentesis was done and the bleeding slowed down. Then the patient started bleeding again and was taken into surgery. The patient recovered and did well after the surgery. No additional patient information could be obtained to date.

Manufacturer narrative:
(B)(4). The catheter passed visual test, patency/flow test, carto test, electrical test, temperature bath test and generator test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.